Manufacturer narrative:
Date rec¿d by MFR: 30sep2019. Date of report: 01oct2019. The customer initially troubleshooted with tech support and was provided information. The device was later sent to bench repair and the field service engineer replaced the main shell assembly, screen shell assembly, front panel, service screws, pollen filter, remstar pro/plus/auto/lte ultra fine, power supply brick, and foam screen gasket to address the reported issue. The issue has been resolved, the device has been tested, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer contacted technical support (ts) stating that unit will not power on and the screen stays blank. The customer reported there was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit will not power on and the screen stays blank. The customer reported there was no patient involvement.